Manufacturer narrative:
Manufacturer's investigation conclusion: superficial, external driveline damage could not be confirmed as the driveline is not available for investigation and no photos of the reported damage were submitted. A specific cause for the reported superficial driveline damage could not conclusively be determined through this evaluation. The patient was found to have two external, superficial tears in the driveline that were repaired with rescue tape. It was reported that the patient¿s left ventricular assist device (lvad) appeared to be operating as intended upon interrogation. The patient continues with lvad destination therapy. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) ith no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients status was destination therapy with the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two tears on her external driveline which were repaired with rescue tape. There were no pump stops, power spikes and alarms noted upon interrogation. Speed was at 8800, power was at 4.2, flow as at 3.3 and pulsatility index was at 6.6. Log file analysis did show any evidence of driveline issue. The reported tears were cosmetic only.